Event description:
It was reported that the pump may have under infused due to the catheter tubing coming apart at the distal hub of the needless luer injection site of the tubing. No patient injury was reported.

Manufacturer narrative:
No product was returned. Unable to confirm the reported complaint. If the product is returned, will reopen this complaint for further investigation. A device history record (DHR) review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. No product information has been received to date. This remediation MDR was generated under protocol (B)(4), as a result of warning letter (B)(4).